Event description:
The instrumen did not apply the staples correctly and the anastomosis had leaks and the pt developed an infection. The surgeon preformed the anastomosis again. Procedure: lower anterior resection.